Event description:
Pt had a salpingoopherectomy per laparoscope. Pt was discharged from outpatient surgery later that day when they were stable. Three days later they were readmitted for severe pain and abdominal distension. A perforated viscera was discovered on exploratory laparotomy. Pt expired. Device is not available because it was disposed of after the procedure.